Event description:
It was reported in the literature that a post coronary drug eluting stenting treatment procedure; a hypersensitivity reaction, thrombosis and death occurred. At 150 days post implantation of an unknown taxus drug eluting stent, in-stent thrombosis and death occurred. An autopsy confirmed a hypersensitivity reaction to the stent based on eosinophilic infiltrates within the taxus stent. It was noted that there were no eosinophilic infiltrates within three unknown bare metal stents, of which two were placed 2 months earlier and one which was placed simultaneously. The patient was not taking clopidogrel or aspirin. The autopsy concluded that cause of death was focal hypersensitivity certainly cause by the stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Hypersensitivity cases associated with drug-eluting coronary stents.